Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The pct inferred that the clamp on the venous segment of the tubing was ineffective. The blood leak occurred when the pct went to administer heparin to the patient midway through their treatment. The machine alarmed with a venous pressure alarm when this happened. There were no loose connections noted, and there were no known issues leading up to the event. The pct was able to stop the leak by quickly clamping the heparin line, and the patient¿s treatment was continued on the same setup. The patient was able to complete their treatment without further issue. The patient¿s estimated blood loss (ebl) was less than 50 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The affected component for this device was provided by a supplier and not manufactured at a fresenius facility. Therefore, the reported incident could be related to the external component from a supplier. The supplier department was notified about this incident. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility patient care technician (pct) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The pct inferred that the clamp on the venous segment of the tubing was ineffective. The blood leak occurred when the pct went to administer heparin to the patient midway through their treatment. The machine alarmed with a venous pressure alarm when this happened. There were no loose connections noted, and there were no known issues leading up to the event. The pct was able to stop the leak by quickly clamping the heparin line, and the patient¿s treatment was continued on the same setup. The patient was able to complete their treatment without further issue. The patient¿s estimated blood loss (ebl) was less than 50 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for evaluation as it was reportedly discarded.